Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-may-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the instrument had a defective diluent pump. The fse replaced the diluent pump. He also replaced the waste pumps as a preventive measure. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2105 diluent suction error and error 2083 air detected at specimen was the defective diluent pump.

Event description:
On (B)(6) 2017, a customer reported error 2105 diluent suction error on the aia-900 instrument. The customer noted that she put on another specimen and then received error 2083 air detected at specimen but it did sample and the rack came out. The customer is unable to run patient samples on luteinizing hormone (lii) and follicle stimulating hormone (fsh) on (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.